Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6).

Event description:
Philips technical support received a complaint by the customer on the v60 indicating that the device turned on and off by itself. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Additional information is being gathered.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the issue, evaluation, and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.